Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, there was an anomaly in the calibration pressure of the shunt sensor. The product was changed out. There was no pt involvement as this occurred during set-up. The surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device for evaluation, the exact root cause could not be identified. There was no lot number provided, the design history file could not be reviewed. The event could have been caused by a small salt crystal in the tubing obstructing flow, or the luer cap may not have been loosened enough to ensure gas flow, or the device may have been placed on the calibrator improperly. The IFU does state to reposition to ensure engagement of the shunt sensor to the hardware and make sure to fully loosen the top large venting luer. (B)(4).